Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor would read more than 50 points higher or lower that her blood glucose level. Customer stated that in one occasion the sensor glucose was in the 300 mg/dl range and the blood glucose value was in the 200 mg/dl range. Customer stated she has been receiving false alerts and has had the insulin pump go into threshold suspend when she was not low. Customer also mentioned having issues with the tape not sticking and having irritation and small bumps at insertion site. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.